Event description:
It was reported the switch emitted smoke. Visual inspection of the switch revealed that a great deal of pressure had been exerted on the electrical cord, dislodging the connections inside the switch-case. We determined that this report was attributable to misuse on the part of the consumer.